Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000175r, serial/lot #: (B)(6) rev. 8 h3: a medtronic representative went to the site to test the equipment. The charger enclosure was changed out, firmware was updated and fluoro gain calibration was performed. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned charger enclosure. Visual inspection confirmed dust buildup on the charger cards and fiber on the fans. It was cleaned and installed in a test system and the system functioned normally. No faults or failures were found. H6: b01, c02 and d02 apply to the system checkout. B01, c19 and d14 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used in a sacroiliac and thoracolumbar procedure. It was reported that during the surgery, the x-ray did not work. It was noted there was an incorrect firmware version, and the site validated a message about calibration delay without reading it. The system was rebooted 3 times, and after the 3rd re-boot, it resolved the issue. Additional information was received. It was reported that there was no reported impact on patient outcome.